Event description:
Pt required revision surgery to remove hardware.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record cannot be performed as the lot code is not known. The event investigation is ongoing.